Event description:
As reported by the end user, prior to performing an injection using a 12cc angiographic syringe, a piece of loose foreign matter, approximately 2-3mm.inside was seen inside the syringe barrel. The syringe was not used, and there was no patient inury.